Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
When you push the white button to retract the needle, the needle is retracting in slow motion instead of instantly. To date, there has been no injury caused to a patient or a nurse. I am concerned of a nurse getting stuck with the way the needles have retracted. We continue to have issues with this product.

Event description:
No new information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.